Manufacturer narrative:
The device has been received by the manufacturer. An investigation into the root cause for the event is currently in progress. The results of the investigation wil be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a CT w/7.5fr det cath & vi smartport. During a placement procedure, the silicone catheter broke off and went into the patient's vein. The patient was transferred to (B)(6) by medical helicopter, and the fragment was removed by interventional radiology on the same day. The device had been inspected prior to insertion in the patient. No further details could be provided.

Manufacturer narrative:
The customer's reported complaint description of catheter tubing fractured and detached was confirmed based on visual inspection of the returned catheter complaint sample. Handling damage during the port implant procedure is the likely root cause for the catheter tubing detachment, however, a definitive source of the damage could not be determined. Potential root cause is inadvertently slice damage to tubing with scalpel and/or excessive tensile force applied to catheter tubing when physician was pulling the catheter back to position tip under fluoroscopy (i.e. To the svc/ra junction). The tensile strength of the catheter tubing itself is not believed to be a contributing factor for this event since incoming inspection tensile data for the tubing lot in question showed tensile test results above the minimum specification. Device history record review of the packaging/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/catheter lots for similar catheter fractured/detached issue. Labeling review: the directions for use (dfu) that is supplied with the port device, contains the following statements: contraindications catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: do not use syringes smaller than 10 ml when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure and patient injury may occur. Do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: catheter disconnection or migration catheter embolization catheter fragmentation catheter pinch-off drug extravasation (leakage) catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4)